Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed three devices were returned each with an original label with the batch number of the complaint on them. The anchor was not returned for all three devices. The suture for all three devices is fractured. The insertion devices have no visible defect. A material characteristics assessment found that based on the condition found during visual inspection it was determined that additional material testing was not required. An image evaluation found that three images that had three insertion devices. Next to them, broken sutures were observed. In one of the images, the fixation knob of the insertion device is also detached and lying beside it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include application of improper/excessive force. Based on this investigation, the need for corrective action is not indicated

Event description:
It was reported that, during a peroneus tendon dislocation repair procedure, after the insertion site was cleared of all debris, when three (3) q-fix mini suture anchors were implanted and the inserter removed from the bone hole, the only suture came out from the bone hole and was broken. The procedure was resumed, using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.